Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verioiq meter is giving inaccurate erratic readings of ¿215 and 195 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. When the issue began one week ago, the patient managed her diabetes with less food/drink. Two or three days later, the patient reportedly had symptom of dizziness. The patient claimed she was tested on a hospital meter and eventually required urgent care with oral glucose. During troubleshooting, the patient confirmed the reported readings were taken within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results is within the expected values of less than or equal to 15 mg/dl (0.83 mmol/l) or 20%. This complaint is being reported because the patient required hcp treatment suggestive for hypoglycemia while he managed his diabetes with the lfs product.

Manufacturer narrative:
Follow-up # 1 ¿ (10/26/2014), the patient¿s meter has been returned on 9/30/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall (correction # 2013-ie-017) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/11/2014). The patient¿s test strips have been returned on 10/27/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 11/27/2014 device evaluation. The lay user/patients test strips have been returned on 10/27/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, two secondary issue was noted where the test strips were found to have shelf life exceeded and the print missing/incomplete from test strip vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.